Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The reported separation and kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, the 3.25x12 nc trek balloon dilatation catheter (bdc), was being advanced into an unspecified guiding catheter (gc) and the proximal shaft kinked. During withdrawal, the proximal shaft separated. There was no patient involvement as both the bdc and gc were outside of the anatomy. There was no resistance noted with the gc. A new unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that during preparation, the 3.25 x 12 nc trek balloon dilatation catheter (bdc), was being advanced into an unspecified guiding catheter (gc) and the proximal shaft kinked. During withdrawal, the proximal shaft separated. There was no patient involvement as both the bdc and gc were outside of the anatomy. There was no resistance noted with the gc. A new unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.